Event description:
It was reported that the patient has experienced discomfort since the implant and recently felt palpitations. The electrogram showed episodes of ventricular tachycardia while the patient was asymptomatic. The data recording problem was likely caused by interference from noise. It was felt that the device was malfunctioning. The device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.